Event description:
It was reported that a malfunction occurred on the pump, with the error identified as malfunction 12. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, with an understanding acknowledged.